Event description:
Technical services received a call in january of 2008 that pacing impedance measurements greater than 3,000 ohms exhibited along with loss of capture. Patient was in ICU and no action to address lead was planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).